Event description:
It was reported that the lead failed to capture in unipolar. The patient presented experiencing shortness of breath and muscle stimulation, with an intrinsic rhythm of 40 beats per minute. Impedances were 285 ohms in unipolar and 420 ohms in bipolar. A chest x-ray did not show anything out of the ordinary. The lead was programmed to bipolar and capture was regained.